Event description:
It was reported that a pt underwent a posterior spinal decompression from l3 to l4 on (B)(6) 2010. The needle tip was found broken after the surgeon finished suturing the subcutaneous layer located on the pt's back. No x-ray was taken and the needle fragment was not found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.